Event description:
A surgeon reports a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow-up, in the surgeon's opinion, it is unknown whether the device caused or contributed to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/24/2008 by fax and mail. A completed questionnaire was received on 10/30/2008.